Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The review of the device history record (DHR) for the device showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. (B)(4). A review of the system history records shows there has been events of unstable temperatures where the laser is located causing reports of optical coherence tomography issues. Those reports never had information of patient related complications. It was reported by applications support manager that all training and certification processes were within compliance. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that laser procedure was complete in left eye but air bubbles provoked contraction (together with intraoperative floppy iris syndrome (ifis)). After removal of nucleus, two round holes in the posterior capsule were found. Surgeon performed a vitrectomy without using a vitrector (using wecksel-spears and scissors) and inserted the intraocular lens. Patient had two yag laser procedures in the weeks following the treatment, but has no further complications and visual acuity is good and as expected. No loss of vision reported, patient is doing well with no further complications and is happy. Type of cataract: grade 2 cataract (nuclear). Pre-op uncorrected visual acuity 0,5. Post-op uncorrected visual acuity 0,4 day 1. Post op drugs: topical voltaren (diclofenac) x 3 and maxidex (dexamethasone) x 5 daily for 3 weeks.